Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Tac advised the customer to shut off the cv-190 and connect a second 190 series scope, power on the tower and see what occurs. The customer confirmed that a b30 occurred with a second 190 series scope. Tac instructed the customer to clean the contacts in the clv-190 and on the 190 series scopes with 70% ethyl or isopropyl alcohol with a lint-free cloth and connect the scopes again. The customer restated the b30 error still occurred. Tac then instructed to connect the 190 series scopes to a known good cv 190 tower and see if the error occurs. The customer stated they will call back. The report for the following patient identifiers are related: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a b30 scope communication error occurred when a bronchovideoscope was connected to the tower during a diagnostic bronchoscopy procedure. The procedure was prolonged greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a b30 scope communication error occurred when a bronchovideoscope was connected to the tower during a diagnostic bronchoscopy procedure. The procedure was prolonged greater than 30 minutes. There were no reports of patient harm.